Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the pump did not alarm her until she was experiencing high blood glucose levels of 16.5 mmol/l. The customer's blood glucose at the time of incident was 16.5 mmol/l. The customer mention the pump should have alarmed her that she was passed 7.0 mmol/l. The customer states the pump should have alarmed her even during fluctuations. The customer was assisted with trouble shooting. The customer was advised to upload to carelink so they can review the data. The customer stated she would upload but will call back another time to review. The pump will not be returning.